Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. During treatment an external leak was observed at the top of the dialyzer. The dialyzer was changed and the patient completed their scheduled dialysis treatment.